Event description:
It was reported that the stapler lacerated the appendix with the closure, and after the stapling line was triggered the edge was exposed to the submucosa and the serosa underneath, the surgeon had to suture the staple line. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023 d4: batch # unk investigation summary: this is an analysis of a video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and slight bleeding was noted on the proximal end of the staple line. Also, the staple line appears to be complete. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device lot number x95967, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.